Manufacturer narrative:
An inspection of the returned surgical guide revealed no defects with materials or components and a review of the surgical report and drilling protocol indicate the case was properly planned. A cbct scan was performed on the patient prior to surgery and it was noted by the planning clinician that the implants should have been able to be placed without issue.

Event description:
Utilizing surgical guide print003, clinician stated the implants did not engage the bone, clinician also commented that his implant driver did not engage the implant.